Event description:
Manufacturer's representative reported patient with a synchromed infusion system had an MRI. The following day upon reading, the pump status and event logs the "motor stall occurred" message continues to appear in absence of the "motor stall recovery occurred" message. The motor stall occurred message coincides with the timing of the patient's MRI exposure. Prior to the MRI yesterday, the patient's pump was programmed to minimum rate infusion mode. The MRI was reported to be "normal", but hcp was unsure of the tesla level. The hcp updated the infusion mode to simple continuous, but still received the motor stall occurred message without a recovery. Manufacturer's technical services instructed hcp to update the infusion programming again, and then restart another programming session to re-read the pump status and event logs. The hcp contacted manufacturer and confirmed the last update was successful, and the motor stall recovery message appears in the event logs. No patient symptoms or experience of any adverse events were reported.